Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the snare did not heat up and cauterize the tissue. The generator was changed; however the snare would still not cauterize, so they changed the snare and completed the procedure with this other sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) current failure. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device found that the loop was deformed. No other visible issues were noted. The device passed the electrical test; the electrical resistance was found within manufacturing specifications. The complaint was not confirmed. It is most likely that procedural or anatomical factors caused the deformed loop; however, after analysis the unit showed neither evidence of the alleged issue nor any defect which could have contributed to the reported current failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on june 3, 2013 that a sensation medium oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the snare did not heat up and cauterize the tissue. The generator was changed; however the snare would still not cauterize, so they changed the snare and completed the procedure with this other sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.